Event description:
Pt taken to the operating room for removal of a leaking catheter. The old incision was reopened and the catheter was located without difficulty. The catheter was transected and the external portion of the catheter was dissected free from the exit site. A guidewire was used to pass down the catheter in an attempt to dilate the external jugular vein and insert a larger catheter. During this process, the distal segment of the catheter slipped along the wire and the fragment could not be located. Fluoroscopy was utilized and it was noted that fragment had progressed intravascularly. As the surgeon attempted to pull back on the wire, the tubing slipped further and migrated with the right atrium. The guidewire was removed and the pt was taken to the cardiac cath lab where the fragment was removed via a femoral vein catheterization. The pt was transferred to the rover room in satisfactory and stable condition. No further complications were noted and the pt was discharged the following day.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other product similar product complaint file(s) from this lot.